Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is not confirmed based on photographic evidence of the ar-8400td torpedo (batch 15394087), which appeared to be disassembled. No fractures were apparent on the device; therefore, the allegation cannot be confirmed. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to side-loading of the device during use, which may have resulted in the reported condition.

Event description:
On 10/10/2025, an arthrex subsidiary employee reported via (B)(4) that an ar-8400td 4 mm x 13cm torpedo broke within a patient during a knee arthroscopy + acl procedure. The broken piece was retrieved from the patient, and another device completed the procedure successfully. No patient was affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.